Event description:
The customer contact reported a leak of an unspecified radioisotope. The prepierced male adapter plug was attached to the female end of an extension tubing set. The extension tubing set was connected to an unspecified IV catheter. The customer contact reported that an unspecified radioisotope was being delivered IV push through either a 23 gauge or 20 gauge needle into the reseal of the prepierced reseal male adapter plug. It was reported that during delivery, an unspecified amount of radioisotope leaked onto the nurse's uniform from the reseal of the prepierced male adapter plug where the reseal had been previously accessed. The nurse changed clothing and was scanned with a meter and no radioisotope was noted. The prepierced male adapter plug was replaced and the procedure was completed. There were no reported adverse pt effects to the nurse. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded.